Event description:
It was reported that there was no therapeutic effect since implant. The pt's dose was increased in small increments from 2.7 mg/day to 8 mg/day of morphine 25 mg/ml with no therapeutic effect. No troubleshooting was reported. The pt's catheter was checked a few days prior to the replacement surgery in 2008 and it was determined that the catheter was functional. The managing physician stated that the pump was not functioning, as it was not delivering medication, since all 20 ml was found in the pump at the pt's refill. The pump was replaced. After explant the pt's pump was interrogated. It was noted that the pt's pump had been in stopped pump mode for 160 hours 33 minutes. Per the pump telemetry logs, about one week before placement surgery, the pts pump was stopped using a stop command and a bolus was then programmed. The pump was not restarted. A tube set error message was noted 48 hours later. Reference MFR report #2182207200801815.

Manufacturer narrative:
Final device analysis revealed no anomaly found - normal device function.